Manufacturer narrative:
Country of origin is (B)(6). The recent calibration and qc were acceptable. There was no indication for a performance issue of reagent or instrument. It was noted that the clotting time was too short and the centrifugation speeds and times appear to be different than most manufacturers recommendations. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys estradiol iii assayresults from the cobas e 411 immunoassay analyzer. At 9:59 a.m. The initial result was >3000 pg/ml with a data flag. At 10:24 a.m. The second rerun result was 419.0 pg/ml was with a 1:10 dilution. At 11:00 a.m. The third rerun result was 391.1 pg/ml. Both rerun results were believed to be correct as it matched the patient history. The questionable results were not reported outside the laboratory. The reagent lot number was 39402901 with an expiration date of 29-feb-2020.